Event description:
During a coronary drug eluting stenting treatment procedure, lesion crossing difficulties and stent strut damage occurred. In 2005 the target lesion was located in the right coronary artery. The taxus express2 3.0 x 32 mm drug eluting stent was unable to cross the lesion. When it was removed the strut appeared to be unraveled. There were no reported pt complications.